Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 2/22/2021. The device evaluation was completed on 3/15/2021. It was reported that a male patient underwent a left sided atrial tachycardia (l-at) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. During one ablation session, the generator cut off due to an impedance spike warning. High force indicator was also flashing. A steam pop also occurred. Physician asked for high force indicator to be turned off. Ablation was continued. There was a drop in patient¿s blood pressure and a pericardial effusion was confirmed by intracardiac echo (ice). The medical intervention provided was a pericardiocentesis and 2l of fluid was removed. The patient was admitted to the intensive care unit (ICU) for further monitoring. Prolonged hospitalization was not required. Patient had fully recovered from the event. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and an evaluation of all features of the catheter. Visual analysis of the returned product revealed that no damage or anomalies were observed on the smart touch sf (bidirectional) catheter. Per the event, several tests were performed. The magnetic, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent a left sided atrial tachycardia (l-at) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During one ablation session, the generator cut off due to an impedance spike warning. High force indicator was also flashing. A steam pop also occurred. Physician asked for high force indicator to be turned off. Ablation was continued. There was a drop in patient¿s blood pressure and a pericardial effusion was confirmed by intracardiac echo (ice). The medical intervention provided was a pericardiocentesis and 2l of fluid was removed. The patient was admitted to the intensive care unit (ICU) for further monitoring. Prolonged hospitalization was not required. Patient had fully recovered from the event. Physician relates the cause of the event to the procedure and stated she believed it was due to use of high power. Transseptal puncture was done with a st. Jude brk needle. Default flow settings were used (2 ml/min low, 15 ml/min high). Dashboard, vector, visitag were used as force visualization features. The visitag parameters were 2.5 mm, 3s, 25%, 3g. Tag size 2 mm. Respiratory gated was used as additional filter and time was used as coloring option. Generator was used in power control mode. The noted parameters were 35 watts of power, temperature at 26c and impedance at 250 ohms. The high impedance issue was assessed as not MDR reportable. Since the system stopped the ablation when the impedance cut off was exceeded, there was no risk to the patient as the system functioned as intended. The high force issue was assessed as not MDR reportable. The incidence of high force was highly detectable. The potential risk to the patient was remote. Since the adverse event was life threatening and required intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it was to be considered serious and MDR-reportable.